Manufacturer narrative:
Results - mid litter assembly, fowler bracket and ball screw assembly were damaged.

Event description:
It was reported in a service report that the fowler was stuck in the upright position. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.